Event description:
A tandem mobi cartridge alarm was reported by the caller, which did not adversely impact the customer's blood glucose level. Technical support confirmed cartridge alarm 35 and decided to replace the pump, which was under warranty. Instructions were provided to the customer on how to place the pump into storage mode, return the problematic pump to tandem, and connect their cgm to the replacement pump. The customer will use multiple daily injections as a backup therapy and acknowledged all instructions given, including programming pump settings into the replacement.